Event description:
It was reported that during a follow-up, high capture threshold and high impedance were detected on the right ventricular lead. The device was reprogrammed. Lead will be monitored via (B)(6).

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.